Event description:
The right ventricular (rv) lead triggered a high svc (superior vena cava) lead impedance warning on 03-jan-2025. Lead trends as far back as the device's history goes, shows it has been steadily increasing in both the svc and rv coils. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).